Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient has numerous repairs on the percutaneous lead and rescue tape was recently applied at the bend relief, with another repair near the percutaneous lead exit site. A percutaneous lead replacement has been requested.

Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.